Event description:
Litigation alleges patient had pain, discomfort, inflammation, metallosis, and deformity of tissue and bone after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter alleges chronic hip pain and that the first hip surgery was complicated by extensive acute right thigh and calf deep vein thrombosis that was treated with anti-coagulation and has left him with swelling and discoloration of the right lower leg which required wearing stocking at times. After review of medical records, vascular lab tests taken in 2018 shows negative dvt but there were fibrotic changes of the femoropoliteal vein resultant of prior dvt. No revision notes provided. Doi: (B)(6)/07 - dor: (B)(6)/12 (right side).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 12/22/14 - plaintiff's preliminary disclosure form was received, which identified dob. There is no new additional information that would affect the investigation.